Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, from which physical/chemical stress was applied to the insertion section which led to the occurrence of the suggested event. The user may detect the event by handling the device in accordance with the following instructions for use (IFU): -preparation and inspection of the endoscope the user may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: -do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. -compatible reprocessing methods and chemical agents it is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the connecting tube had peeling coating (1 mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the bending angle in the up direction did not meet the specification due to wear of the angle wire. The waterproofing was not possible due to deformation of the control unit. The control unit was discolored. The eyepiece was discolored. The connecting tube was dented. There are specks in the image due to breakage of the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.